Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior approach fusion at l5-s1 using rhbmp-2/acs mixed with allograft and placed inside a hollywood cage. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: 02 mar 2007: patient presented with the pre-op diagnosis of l5-s1 recurrent disc herniation and degeneration and discogenic pain. Patient underwent following procedure: l5-s1 recurrent laminectomy and decompression, discectomy and spinal fusion with cage instrumentation, facet screw, allograft, rhbmp-2/acs into hollywood interbody fusion device. Per op-notes: ¿¿.intraoperative fluoroscopy was used to confirm appropriate placement of the screws. The disc was exposed on the right at l5-s1. The disc space was entered and the disc space cleaned out with curets and rasps and endplates decorticated. Then an 11mm hollywood intebody fusion device filled with allograft and rhbmp-2/acs was placed in the disk space with good fit¿.¿ patient tolerated the procedure well. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2007, the patient underwent a transforaminal lumbar interbody fusion with rhbmp-2/acs. Post rh-bmp2/acs surgery, the patient has been injured and suffers injuries to his body and mind.